Manufacturer narrative:
Investigation in progress.

Event description:
Patient¿s legal counsel reported patient underwent left total knee arthroplasty on (B)(6) 2015. Legal counsel further reports patient underwent a revision procedure on (B)(6) 2017 due to patient allegations of pain, swelling, lack of range of motion & metallosis.

Event description:
No additional information received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. 3005751028-2018-00077 was initially incorrect and should have been nov 12, 2018.

Manufacturer narrative:
Device history records were reviewed for the femoral cone with part number: 00-5450-022-35 and lot number: 61830179 and no deviations or anomalies were found. Surgical notes were not provided- it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. X-rays were not provided. It is unknown whether tm femoral cone revised or entire knee system replacement. Tm femoral cone is the only tmt design control part. It is unknown whether patient allegation of pain, swelling, lack of range of motion & metallosis is due to the tmt implants. Requests were conducted through dl for more information. Due to the litigation process, little detail is available to aid in this investigation at this time. A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
Patient¿s legal counsel reported patient underwent left total knee arthroplasty on (B)(6) 2015. Legal counsel further reports patient underwent a revision procedure on (B)(6) 2017 due to patient allegations of pain, swelling, lack of range of motion and metallosis. Tm femoral cone is the only tmt design control part.